Manufacturer narrative:
The device was not kept as it was contaminated with chemo. Without the return of the sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. A device history review (DHR) could not be completed due to the unknown lot number.

Event description:
The event involves a spinning spiros that disconnected from chemo line resulting in chemo on the ground. The patient needed immediate needle change due to blood back up in port. Hazmat needed to come in to clean the spill.